Event description:
The initial reporter stated they received discrepant results for one patient sample tested with phosphate (inorganic) ver.2 on a cobas 8000 c702 module. The sample initially resulted in a phosphate value of 4.198 mmol/l and it repeated as 1.198 mmol/l. A second sample was collected from the patient and the phosphate value was normal.

Manufacturer narrative:
The serial number of the c702 analyzer is (B)(6). The field service engineer replaced the gear pump head. The external probe wash and reagent probe were adjusted. The sample probes were cleaned. The rinse head was checked and it's springs were checked. All nozzles were re-seated and checked. A nozzle was found to be sticky, so it was corrected and is now moving fine. Mechanism checks were performed and all water levels were good. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 updated.